Manufacturer narrative:
The reported device cannot be released at it is owned by the patient. No catalog or lot number was provided. A supplemental report will be provided upon completion of the investigation.

Event description:
It was reported that the patient experienced pain after an initial surgery which took place on (B)(6) 2016. The patient underwent revision surgery on (B)(6) 2018 and the supplemental fixation system was explanted and replaced with a new one. The screw was reported broken. The patient is doing well after the revision surgery.

Manufacturer narrative:
The reported event was confirmed via correspondence with the sales representative. The device was not returned as it is in possession of the patient and cannot be released, thus inspection cannot be completed. As the lot number was not provided, a manufacturing review could not be completed. Conclusion: as the device was not returned, a definite root cause cannot be determined. Possible root causes include excessive patient post op activity, patient non fusion, poor bone quality, surgeon applying too much torque to the blockers, poor fixation construct, improper screw hole prep, and improper screw insertion. If the device is made available in the future it will be investigated.

Event description:
It was reported that the patient experienced pain after an initial surgery which took place on (B)(6) 2016. The patient underwent revision surgery on (B)(6) 2018 and the supplemental fixation system was explanted and replaced with a new one. The screw was reported broken. The patient is doing well after the revision surgery.